Event description:
Healthcare professional (hcp) reported injecting a patient with 1 ml of juvéderm® voluma¿ xc in the cheeks and nasolabial. 5 months later, patient was injected with 1 ml of an unspecified juvéderm® ultra in the chin area. 9 months later, patient noticed a bump and patient visit the office 4 months later with a moderate sized nodule which continued to grow and multiplying. The hcp reported granulomas around the chin and corner of the mouth and nasolabial folds. Biopsy was not provided. Patient was treated with hylenex 3 times, prednisone 2 months ago 15d, minocyclene po, and injected with kenalog 2 times. The lesions continued to be unchanged but did get less tender. Hcp decided to inject the patient with kenalog/saline/lidocaine. The hcp used 1cc of mixture of .75 cc sterile saline/25 ml kenolog (40mg/1 ml) .25ml 1% lidocaine. The patient tolerated the initial procedure well with mild discomfort. Improvement of the 2 largest granulomas was noted. Patient was treated again with a mixture of 1.5 cc saline, 5 cc lidocaine, 5 cc kenalog injected through all the granulomas. The patient tolerates the procedure with no blood loss and mild discomfort. Symptom is ongoing. This record is for unspecified juvéderm® ultra. Additionally, the hcp reported that the patient was injected with 1 m of juvéderm® voluma¿ xc in the cheek, nasolabial and 1ml of unspecified juvéderm® ultra. The patient stated that the noticed bumps around 5 months ago and two months previous went to the office presenting a moderate sized nodule. The nodule continued to grow and continued to multiply. The hcp reported granulomas around the chin and corner of the mouth and nasolabial folds. The (unspecified juvéderm® voluma¿ xc) in the nasolabial was injected at the beginning of last year, and the (unspecified juvéderm® ultra) was injected 6 months after unspecified juvéderm® voluma¿ xc last year. There were no fillers this year. Medical intervention began this year on the 9 months 2 times, and an additional injection last month using hylenex, treatment of prednisone was and a 15-day supply of minocyclene was prescribed orally. Kenalog was injected 2 times last month orally. The symptoms have not been fully resolved. On the 9th month of this year the patient was present for a micro-dermabrasion for the small hard bumps on their right side of their chin. It felt to be filler nodule. The patient did notice that the filler was feeling a bit bumpy for 6 months prior but brought it to the hcp to attention during this visit. The hcp received council on how to treat these symptoms. They stated that they put the patient on a high dose taper of prednisone at 40 mg over 16 days then the following week another vial of hylenex. The lesions continued to be unchanged but did get less tender. The hcp was also advised to injecting the patient with kenalog/saline/lidocaine. I injected 1cc of mixture of .75 cc sterila saline/ 25 ml kenolog (40mg/1ml) .25ml 1% lidocaine. On the following week the patient returned with improvement of the 2 largest granulomas. At this appointment a mixture of 1.5 cc saline, 5 cc lidocaine, 5 cc kenalog, was injected through all the granulomas. The patient tolerates the procedure with no blood loss and mild discomfort.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.